Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: december 6, 2013 ¿ december 9, 2013 evaluation summary: the device was received for evaluation. Visual inspection identified that the device had leaked into its packaging. The inspection identified broken tubing at the junction of the end-cap, which was determined to be the cause of the leak. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking into its outer packaging. The device was filled with desferrioxamine 1900 mg in 47 ml sodium chloride 0.9%. There was no patient involvement. Additional information was requested and is not available.